Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. (Expiry date: 01/2024).

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly detached from the shaft after inflation. It was further reported that the proximal portion of the shaft was kinked. Reportedly the balloon had a rupture at the proximal part of the balloon . The physician removed the detached balloon by inflating another balloon. There was no reported patient injury.